Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data file and battery were provided for investigation. Review of the provided data file only showed a single low battery prompt and a shutdown warning at 15 minutes 11 seconds of the case, indicating an issue with the battery. The log showed no indication of a device malfunction. The battery used during this event was received and tested and failed. The returned battery will not recondition or charge in a charger. When the battery is placed in a charger, the charger responded with a fault led. The evidence suggests that the shutdown is directly related to a faulty battery. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.